Event description:
Dexcom g7 sensor (continuous glucose monitor): received a faulty manufactured sensor where the filament needle pushed back into a loop instead of inserting into the skin when applying the sensor, thus sensor could not be paired and had to be removed. All instructions were followed during the application process and it is not the first time patient is using this sensor. It is a known problem with certain batches on this sensor. The lot number for this is 1825219001, manufactured 2025-08-01.